Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx100mmx80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed a pinhole in the balloon material 5mm from the proximal markerband. There were no irregularities in the balloon material that could have contributed to the hole. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx100mmx80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.